Manufacturer narrative:
An event regarding a fractured triathlon 1/8" peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis concluded the 1/8¿ peg drill fracture occurred in mixed-mode overload, and multiple loading cycles likely contributed to the fracture. No material defects were observed on any device features examined. -medical records received and evaluation: records were not provided for review. There is no indication the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other events for the reported lot ID. Conclusions: the investigation concluded that the drill bit was manufactured in 2004 and the fracture was caused by multiple loading cycles as stated in the material analysis report. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the drill broke while drilling the 4 in 1 cut block. The patient was not affected and all pieces were retained and turned into the office.

Event description:
It was reported that the drill broke while drilling the 4 in 1 cut block. The patient was not affected and all pieces were retained and turned into the office.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.